Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p080007.

Event description:
It was reported that the delivery system could not be advanced over a 0.035" guide wire to the lesion site in the right sfa during the stent placement procedure. The delivery system and the guide wire were removed as one unit. Another device was used to complete the procedure successfully. No patient injury was reported.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. The condition of the returned sample confirmed the reported failure. A guide wire was found to be stuck in the delivery system and could not be removed during evaluation. The distal part of the outer sheath was found to be broken and the distal part of the inner catheter was found broken and missing. The distal tip of the outer sheath was found to be stretched. The condition of the device indicates that increased friction must have affected on the delivery system during advancement. Potential contributing factors to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. The reported type of event may be related to insufficient flushing of the delivery system as well as the usage of inappropriate accessories. In this case, a non-hydrophilic coated guide wire with a device compatible diameter was used. The breaks found during sample evaluation may have occurred during removal of the system from the patient. Based on the information available, a definite root cause for the reported event could not be determined. The IFU states: "prior to inserting the delivery catheter over the guidewire, the system must be flushed with sterile saline at the two female luer ports until saline drips from the distal tip of the catheter." And "should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit." Furthermore, the IFU states: "after removing the delivery system, visually confirm that the entire stent delivery system has been removed."